Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module foggy. Based on the result, we concluded that it was caused due to the ccd module foggy. Correction information: g6: follow-up #1. H3: device evaluation. H6: coding changed based on the investigation result: component code. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
"The cloudiness of the image continues to be unclear, and the tip is cleaned, but it does not improve. If you use it for a long time, the cloudiness may be removed. Lt feels like there is water inside (no holes)" this event occurred at the time of during use. There was no report of patient harm.